Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-01324. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction (mi). The patient presented due to unstable angina and non-st elevation mi. The first 90% stenosed and 30mm long target lesion was located in the mid to distal left anterior descending (lad) artery with a reference vessel diameter of 3mm. The first target lesion was treated with pre-dilation and placement of a 2.75x20mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The second 90% stenosed and 30mm long target lesion was located in the proximal lad with a reference vessel diameter of 3mm. The second target lesion was treated with pre-dilation and placement of a 3.0x16mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2011 - the patient presented to the emergency room with 48 hours of substernal chest pain associated with dizziness, nausea and diaphoresis and the patient was treated medically. No other patient complications were reported and the patient was discharged two days later on aspirin and prasugrel.